Event description:
It was reported that approximately four months post-stent implant in the svc, the stent migrated to the right atrium. The stent was snared from the heart, moved into the ivc and left in place. During the stent retrieval, two of the tantalum markers broke. The markers were snared into femoral vein and were successfully removed. The pt was reported to be doing well post procedure. After the event, an evaluation was performed of the imaging of the initial procedure reportedly, the stent was not completely apposed to the wall of the svc.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted and the detached markers were discarded by the user facility; therefore, not available for eval. The event investigation is currently underway.